Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported downstream occlusion which was not reproduced. A review of the event history log identified downstream occlusion messages. The cause was determined to be failed force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The process step was not provided by the reporter. There was no patient involvement. No additional information is available.